Manufacturer narrative:
One spline twist implant (2120) and mount were returned for investigation. Visual evaluation of the as returned products identified signs of wear due to usage (bone residue around the external threads and rust around the implant-mount interface. Functional testing was performed to disengage mount from implant. The mount disengaged from implant as normal. Pre-existing patient condition noted on the per is low bone density ¿ type iii. The implant was being placed on tooth # 14 (universal) when the incident occurred. Picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot (2018091913) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (2018091913) for similar event and no other complaint was identified. Based on the available information, device malfunction did not occur and the reported event was unconfirmed following functional testing.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight not provided/unknown. Reporter address unknown. Device not returned.

Event description:
It was reported that the mount could not be removed from the implant. Another implant was placed. Tooth location 14.